Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen 500mcg/ml at 224mcg/day via an implantable pump. The indication for use was intractable spasticity. On (B)(6) 2018 it was reported that the patient did not show for a itb (intrathecal baclofen) pump refill. The patient heard the pump start alarming (B)(6) 2018 and the patient still didn¿t go in for a refill. The patient¿s spasticity exacerbated (B)(6) 2018 and the patient went into the office for a refill. The environmental, external or patient factors that may have led or contributed to the issue was patient compliance. The actions and interventions taken to resolve the issue was a pump refill performed, a priming bolus performed, the alarms silenced and the patient was educated. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported.